Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 23: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes chapter 11 / page 115: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged, signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed a reaction at the pod¿s insertion site while wearing the device for more than 48 hours on the arm. The patient had symptoms of raised skin, hotness, redness, itchiness, bumps, oozing and boils. The patient switched pod sites after this. The patient was then taken to the urgent care and a steroid cream (triamcinolone) was prescribed by the doctor until the patient visited his dermatologist. The patient then went the dermatologist who prescribed clobetasol propionate cream and was told to stop using the triamcinolone. The patient's blood glucose had also reached 368 mg/dl. The pod was discarded.